Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the nightly audits were missed. Troubleshooting included reviewing the initial manual transmission from the date of implant that noted that the patient information was missing and data collection was programmed off. It is reasonable to assume that device programming was completed as nightly transmissions began to occur 13 days after the implant. The device remains in use. No patient complications have been reported as a result of this event.